Event description:
The dealer states that on power up, the audible alarm works, the red light is partially illuminated, but then goes off. The dealer states that the unit has no lights working on the display after start up.